Event description:
It was reported the closure device did not seal. Through social media, it was reported that a patient has had a watchman flx laa closure device implanted for six weeks and then noted that it did not seal. No further information is available.

Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown.